Event description:
The manufacturer received information alleging that fluctuations in volumes occurred on a ventilator. There is no allegation of serious or permanent harm or injury. The device was evaluated by a third-party service provider and the oxygen blending module will be replaced to address the reported issue. In addition, the machine flow sensor will be replaced due to contamination and the air foam inlet will be replaced due to preventative maintenance. These component replacements are unrelated to the reported issue.